Manufacturer narrative:
Medtronic received the following information from a journal article entitled; type 2 endoleaks: common and hard to eradicate yet benign? Meng loy l, ming ER chua j, tec chong t, tar toong chao v, gillan irani f, damodharan k, leong s, chandramohan s, venkatanarasimha n, patel a, hiong tay k. Cardiovascular interventional radiology (2020) 43:963¿970 https://doi.org/10.1007/s00270-020-02497-3. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non-mdt stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type I endoleak, type ii endoleak, type iii endoleak the following adverse events were observed; aneurysm expansion requiring re-intervention.